Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the upper plate of the elevator inner tube. Due to the type of failure mode occurring, the affected component is being returned to parent company for more in-depth analysis as to root cause. Investigations conducted so far show the reported failure rate to be extremely low. CAPA (B)(4) was opened to properly investigate the root cause and formulate a corrective action. Upon completion of CAPA (B)(4), a follow-up MDR will be submitted.

Event description:
Received report stating while end-user was operating their device at an outdoor event, the seating system dropped and tilted forward. No injuries were reported to have occured as a result.